Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The filter was not returned for eval as it was discarded by the user facility. It is unk if pt or procedural factors contributed to this event. The results of the investigation are inconclusive and the root cause is unk. The IFU (info for use) for this device states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.

Event description:
It was reported that the filter would not deploy. The filter became stuck just after moving beyond the hub. The physician had to insert a guidewire to maintain access and cut the sheath in order to remove the system. Another filter was implanted. No pt injury was reported.